Manufacturer narrative:
Concomitant medical product: d334trg device, implanted:(B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was evaluated in clinic and the cardiac resynchronization therapy defibrillator (crt-d) had reached premature elective replacement indicator (eri). The left ventricular (lv) lead also showed a high pacing threshold, along with inconsistent capture. The lv output was increased and the device was later explanted and replaced. No patient complications have been reported as a result of this event.